Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended lead evaluation and programming options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, and a commanded shock was performed. Within range measurements were obtained and the rv lead will continue to be monitored. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had exhibited high out of range shock impedance measurements. Technical services (ts) was consulted and recommended lead evaluation and programming options. This rv lead remains in service. No adverse patient effects were reported.